Event description:
Resident found with lower extremites on floor by bed with head by mattress and 1/2 side rail. Night gown was around neck with body alarm cord and clip attached to neckline of night gown. Body alarm had been activated and pin out of body alarm but metal ring attached to pin lodged on eye bolt on headboard. Resident pronounced dead at the scene. State board of health notified dac technologies of incident 4/6/98.